Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion, resistance was felt when pushing through the guide wire. When removed, the guide wire was slightly kinked. A second guide wire was inserted successfully.

Event description:
The customer reports that during insertion, resistance was felt when pushing through the guide wire. When removed, the guide wire was slightly kinked. A second guide wire was inserted successfully.

Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire and lidstock for evaluation. Visual examination revealed offset coils on the guide wire body near the distal end. Microscopic examination revealed signs-of-use in the form of biological material on the guide wire tubing. The guide wire length and outer diameter were measured and were found to be within specification. The offset coils were located 32mm from the distal tip. A lab inventory cvc kit was used for functional testing. The guide wire in this lab inventory kit has a diameter of .032", which matches the guide wire involved with this complaint. The defective guide wire was passed through the lab inventory catheter. Little to no resistance was encountered and the guide was able to pass completely through. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." Additionally, the IFU cautions, "to minimize the risk of spring-wire guide damage, withdraw catheter relative to spring wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed offset coils on the guide wire near the distal end. Signs-of-use were also observed. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contribute to this event. Teleflex will continue to monitor and trend for reports of this nature.